Manufacturer narrative:
(B)(4). Per the fsr, he will estimate the repair, if the customer approves the repair, he will return to replace the cpg temperature sensor.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, he found the cardioplegia (cpg) temperature reading was 50 degrees and does not change as cardioplegia tank temperature drops. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's sales representative, the customers have elected to take the unit out of service, therefore the unit will not be repaired. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.